Manufacturer narrative:
Follow-up #1: date of submission 09/26/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: visual inspection of the pump showed no cosmetic damage. Upon starting up, the display screen was observed to be dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This issue was observed a few weeks ago. A replacement pump was sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.